Event description:
The customer's mother reported multiple failed battery test alarms. Troubleshooting was performed, and the mother also stated that the batteries get hot inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to verify the failed battery test alarm due to the blank display.